Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter at the first firing of partial hepatectomy, the surgeon tried to fire the device to hepatic vein, however could not. Replaced by new handle and new cartridge, and the firing was completed with no problem. There was no patient harm.